Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a stroke. After alcohol ablation of marshall's vein, and some radiofrequency shots in the coronary sinus, it was discovered that the patient was no longer responsive to verbal prompts. The patient was operated under local anesthetic. The procedure was stopped. Patient had a magnetic resonance imaging (MRI) which showed ischemic lesions (stroke). Tubing had been well debubbled before use. There were no abnormalities on catheter on withdrawal (no char). Computed tomography (CT) scan and transesophageal echocardiography (tee) done before surgery. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the confirmation of stroke. The generator used was a smartablate. It was confirmed that a cerebrovascular accident occurred.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30814255l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).